Event description:
It was reported the ultrasound gastrovideoscope had dirt inside, the scope kept failing in the adenosine triphosphate test (atp) test. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.